Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2021, a gore® dryseal flex introducer sheath was to be used as an accessory during endovascular treatment of an abdominal aortic aneurysm. During the procedure, resistance was reportedly felt as the sheath was inserted into the patient. When the physician removed the sheath, a deformation (peeling/tear) was reportedly observed at the sheath tube. Another sheath was used to continue the procedure, and the case was completed without any further reported issues. The patient tolerated the procedure. The gore® dryseal flex introducer sheath will be returned to gore for analysis.

Manufacturer narrative:
Engineering evaluation findings: the gore® dryseal flex introducer sheath was received by gore from the facility and an engineering evaluation was performed. During investigation, visual inspection of the sheath found a kink at the leading end of the sheath. No peeling or tears of the sheath were observed. The findings were not consistent with the reported procedural observations. The root cause of the sheath kink could not be determined. The root cause of the peeling/tear of the sheath could not be determined because the event could not be confirmed.